Event description:
It was reported that the ilet pump sustained damage when the patient accidentally bumped the device while sitting, resulting in a nonfunctional screen and subsequent trouble using the device. Symptoms included no injury. Outcomes included a device replacement process with instructions to shut down the device, sync data to the mobile app, and return the original device using a provided shipping label; the patient can continue using the dexcom g7 cgm app or receiver, and the replacement will require a full startup because data will not transfer. Investigation included product support review and troubleshooting steps, including confirming the device was synced before shutdown and providing shutdown guidance. Investigation of this case revealed physical damage to the display consistent with external impact, rendering the screen unusable and impairing device operation. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device malfunction.